Event description:
This complaint is now reportable based on the analysis completed on 09/28/2006. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent to the 90% stenosed lesion located in the non tortuous, moderately calcified distal circumflex (cx) artery. While trying to advance the stent of the lesion, the shaft kinked and then broke outside the y connector and hemostasis valve. The lesion was pre-dilated with a maverick 3.0x15mm balloon. Initially, it was reported that a portion of the catheter that would not have entered the patient's body broke. Upon investigation of the device, it was noted that the catheter broke at a portion that would have entered the patient's body if the procedure had been completed with this device. The device was removed successfully and the procedure was completed with angioplasty and a bare metal stent was placed, unknown size and type. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device was returned in two sections as a result of a break in the hypo-tube. No further damage was noted with the returned device. Visual and microscopic examination of the device revealed that the hypo-tube had broken approximately 19.2 cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. No issues were noted with the profile of the device which could cause a restriction to occur. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing records for this particular batch namely top assembly batch # 8680935 and sub-assembly batch # 8617585 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint reported cannot be determined.